Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conforming material reports or exceptions that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 7f sheath after a peripheral arterial occlusive disease (paod) interventional procedure. Reportedly, after the physician completed all steps, there was still bleeding. The wire was not removed. Another proglide device was used, with the same result. The sutures of both proglide devices were removed from the patient. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.the other proglide device referenced is being filed under a separate medwatch MFR number.